Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation confirmed the reported condition because the inside diameter of the catheter connector of the returned transfer set sample was identified to be out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter separated from the uv flash transfer set patient connector during use. The transfer set has been used for 78 days prior to disconnection. The patient took prophylactic administration of antibiotics. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. (B)(4).